Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, the pulse generator exhibited noise in the atrial channel. The nurse reported that the patient has consistent atrial fibrillation. No intervention or additional information was reported.